Event description:
Pt was being restrained in bed by a restraint. Pt managed to maneuver herself out of bed, sliding between upright side rails. In so doing, her restraint slipped upwards from around her chest to around her neck strangling herself.